Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No blank display, screen shutting down or display anomaly noted during testing. The pump passed functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all the operating current tests were normal. No unexpected low battery, failed battery test or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners and a cracked reservoir tube lip. No damage inside the pump was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and failed battery test. Customer's blood glucose at time of incident was unknown. Customer stated he got a failed battery test then the pump shut off and tried to replace the battery but the pump doesn't turn on. Customer was advised to remove the battery for 10 minutes and clean the battery cap contact. Customer was advised to insert new aaa alkaline battery and display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.